Event description:
Stent came off balloon when they tried to insert using a 6fr shuttle sheath.

Manufacturer narrative:
Analysis of the returned device yielded a balloon catheter which had not been deployed. Bodily fluids were evident of the exterior of the manifold with no fluids present inside of the guide wire lumen. No stent was present on the catheter; however, crimp marks were visible on both the balloon and the catheter shaft. No films or additional details were provided. Without films or procedural details encountered during the implant it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. After reviewing our quality records for this lot no defects or abnormalities were found. Based on the information provided as well as no issues observed with either the data retained in quality control or the observations recorded atrium can find no fault with the manufacturing process or the catheter in question.